Event description:
Inhaler was not dispensing medication [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse event in male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 22-may-2026, amneal pharmaceuticals received information from the patient via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date patient started taking albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) for an unknown indication. On (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 microgram (ndc: 69238-1291-1, batch no: ai25015, exp date: oct-2027 and serial number: (B)(6)) for an unknown indication. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the patient received a sealed medication box from pharmacy, and on the same day, the patient started using the inhaler, which worked well in the beginning. On (B)(6) 2026, the patient noticed that the inhaler was not dispensing medication. Upon being asked, the patient stated that he had followed all the instructions. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as non-serious. The reportability of this case was periodic. Significant follow-up (#1) information was received on 27-may-2026: follow up information was received from patient via email. New information included event outcome and narrative updated. Patient said that the albuterol inhaler worked now all he had to do was just pour some hot water on it and it worked. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the event product delivery mechanism issue was resolved and the outcome for no adverse event was unknown. This case was considered as non-serious. The reportability of this case was periodic. Significant information (#2) was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the event product delivery mechanism issue was resolved and the outcome for no adverse event was unknown. This case is considered as serious. The reportability of this case was expedited (malfunction report).